Event description:
Caller reported that the pump battery depleted too quickly, leading to a shutdown and causing the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." No specific glucose value was provided. Customer managed the high blood glucose level by administering a correction bolus via the pump and going for a run, without requiring assistance from a third party. The customer continued to use the pump for insulin therapy.